Event description:
Reportedly, the dci had locked up. Therefore, digital cine imaging could not be enabled. The pt was placed on the table and the system auxiliary for regular cine was then selected to enable regular cine imaging. The pt had a catheter inserted and allegedly the pt then coded and subsequently died.